Manufacturer narrative:
The reported product was returned and investigated. Review of the meter's memory log confirmed the meter had generated several ER-3 and ER-7 messages, including five instances of an ER-7 message on (B)(6)-2014. The meter is designed to generate an error message and is not necessarily an indication of a meter malfunction or a test strip problem. An ER-3 message indicates the sample size applied is too small, and if the test strip is removed and then re-inserted back into the meter, it will result in an ER-7. The product labelling explains what error messages the user may encounter, what they mean, how to troubleshoot them, and lastly, to contact customer service should the issue continue or should they have questions. Testing with control solution was also performed on samples of test strip lot 4500162158, all results were within the assigned control solution ranges with no error messages. The reported product performed within specification. The complaint is not confirmed. This is a final report.

Event description:
On (B)(4) 2014, an abbott diabetes care sales representative in (B)(4) notified adc customer service that on (B)(6) 2014 at 9:56 am, he/she was contacted by an emergency room nurse who reported that a patient had been brought into the hospital, noting that while attempting to get a blood glucose result using their precision adc blood glucose meter, they received an ER-3 message. The nurse did not know what the error message meant but added the patient had been brought into the hospital in an unconscious state and was receiving unspecified treatment at the time of the call to the sales representative. The nurse noted they had tried with two more test strips, from the same lot, and had received the same ER-3 message, but that they had used the same test strip lot on a different patient without issue. At approximately 10:00 am, a blood draw for laboratory analysis was obtained with a result of 0.6 mmol/l (11 mg/dl). It was also noted an ER-7 message also displayed during one of the attempts. It was further reported that at 11:40 am the patient was declared dead. The hospital was contacted in follow-up and on (B)(6) 2014 and it was reported that the patient "was almost in narcosis" when he was sent to the hospital.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. It should be noted: precision blood glucose meters will display an error-3 message in the presence of very low blood glucose levels. As noted in the package insert, an ER-3 message may indicate blood glucose result may be too low to be read by the system, or there may be a problem with the blood glucose or blood ketone test strip. Additionally, the package insert notes that an ER-7 message may indicate that the test strip may be damaged, used or the meter does not recognize it. It may also indicate that no coding is required. In the follow-up contact with the hospital, it was reported the hospital had closed the case with the patient's family and no further information would be available.